Manufacturer narrative:
H.6. Investigation findings: code c21 updated to code c19. H.6.: type of investigation: b22 updated to b20. H.6. Investigation conclusions: code d16 updated to code d12: according to the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, aortic expansion (e .g ., aneurysm, false lumen, landing zone, lesion), h.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
H.6.: code b22: results pending completion of investigation. H.6.: code c21: results pending completion of investigation. H.6.: code d16: conclusion not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent an endovascular treatment for a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag). A tgu313115j was implanted to descending aorta without reported issues. The patient tolerated the procedure. On an unknown date, a computed tomography (CT) exam confirmed an aneurysm enlargement and aortic dilation at the distal neck. No apparent endoleak was observed on CT image, however, the physician suspected a distal type I endoleak. On (B)(6) 2023, a reintervention was performed to treat the suspected distal type I endoleak. An intraoperative angiography confirmed no endoleak. A gore® tag® conformable thoracic stent graft with active control system (ctag-ac) was added to extend the distal end of the previously implanted tgu313115j. As the proximal sealing length of the tgu313115j seemed to have shortened due to the aneurysm having enlarged longitudinally to proximal direction, the physician implanted another ctag-ac to extend the proximal side of the tgu313115j to prevent the future proximal type I endoleak. The patient tolerated the procedure.